Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during the last drain cycle of peritoneal dialysis therapy while the patient was connected. The patient had improperly disconnected from the homechoice and had reconnected before the alarm occurred. The technical service representative (tsr) explained the alarm and proper disconnect procedures. The patient was to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.